Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is underway.

Event description:
It was reported that during use in a severly calcified lesion, the distal tip of a recanalization catheter allegedly detached. The health care provider reported the catheter was removed w/out issue. There was no known impact or consequence to , patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the distal tip of the catheter was present and was not detached from the core wire. The distal metal marker band was torn and a segment of the marker band appeared to be detached and not returned for evaluation. The outer catheter was separated from the distal metal tip and the edges of the outer catheter separation were jagged and stretched. Bunching of the catheter was noted near the distal tip. No other anomalies were noted to the returned device. Functional/performance evaluation: functional testing could not be performed due to the condition of which the device was returned. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a marker band detachment, as a segment of the marker band was not present on the catheter and was not returned for evaluation. The investigation is confirmed for material separation, as the catheter was separated from the distal tip. Per the reported event details, the catheter was being used in a severely calcified lesion. It is likely that the distal end of the catheter became stuck in the lesion, resulting in the marker band detaching from the catheter and the outer catheter separating from the distal tip. Additionally, it was reported that the tip of the guidewire was not withdrawn into the distal tip of the crosser prior to activating the crosser. Per the instructions for use (IFU), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. It is unknown whether the improper positioning of the guidewire during activation contributed to the outer catheter separation and the marker band detachment. It is possible that user related issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the crosser instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. New information received: it was reported the detached tip was confirmed under x-ray illumination and remains in the calcified lesion with no attempt to retrieve the tip. Another device was said to be used to complete the procedure.

Event description:
New information received reporting the detached tip was confirmed under x-ray illumination and remains in the calcified lesion with no attempt to retrieve the tip. Another device was said to be used to complete the procedure.